Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the battery compartment was cracked, there was moisture inside the battery compartment and the pump had no power. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 31-oct-2018 with the following findings: on investigation, the battery compartment was confirmed to be cracked. Moisture ingress occurred at the site of the battery compartment cracked confirmed by leak testing. The pump powered on normally and was exercised for 12 hours without any interruption in power. Investigation did not duplicate the complaint of the pump having no power. Unrelated to the original complaint, the display screen was noted to be dim/discolored.